Event description:
It is reported that the patient underwent a liner and head exchange due to the shell being too vertical.

Manufacturer narrative:
Evaluation summary: it was determined that the shell was found to be improperly positioned with the shell having excessive inclination; however, surgical notes were not provided. X-rays were not provided; it could not be confirmed if the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Cause cannot be definitively determined. No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.